Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) representative that excessive condensation was noticed in an rt265 infant dual-heated evaqua2 breathing circuit. No patient consequence was reported.

Manufacturer narrative:
The rt265 infant dual heated evaqua2 breathing circuit is not available to be returned to fisher & paykel healthcare in (B)(4). Our evaluation is based on the information provided to us by the hospital and our knowledge of the product. The hospital reported that the condensation gathered in the inspiratory limb and the unheated extension was not being used. The rt265 was being used with an infant warmer and the room was also air conditioned. A lot check could not be performed as the lot information was not provided. Conclusion: we were not able to confirm a failure mode of the reported event as the complaint device was not returned. If the complaint device was returned, the resistance of the heater wires (inspiratory and expiratory) would have been measured and the device would be tested to check for condensation. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple set-up and environmental factors. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit illustrate the correct set-up and location of the device in the incubator, and also state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms." (B)(4).